Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the head of the screw broke from the shaft while screwing, the shaft remains in the patients body. This report is for the unknown screw; this is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the screw was received broken below the head. The returned screw was investigated. The screw head is not deformed or damaged but broken just below the head. The screw is broken at the point where it meets the plate. It is likely that excess mechanical force was applied or over tightening which resulted in the breakage of the screw. The device history record for the lot was reviewed and it was produced meeting all specifications in september 2013. Moreover a review of our complaints data base indicates that this is the only complaint of this description for this lot number and article number. No actual product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for the screw, part and lot number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.